Event description:
The account alleged that the brakes are not holding on this bed. There were no injuries. A patient in the bed and the bed is being used in a home.

Manufacturer narrative:
The account stated that she was not stepping down on the brake pedal far enough to engage the brakes. The brake not set alarm did not sound. When fully engaged the brakes were working properly.